Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer service, the following information was provided. On an unreported date in (B)(6) 2012, the patient was diagnosed with peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The nurse (rn); clarified the patient was hospitalized for peritonitis and sepsis. The rn confirmed hospitalization occurred in (B)(6) 2012 (exact dates unknown). The rn did not know if blood cultures were done. The cause of peritonitis and sepsis was unknown. The patient was recovering and did not know if pd re-training was done. The nurse stated that the event was not related to dianeal therapy. A batch review was conducted for potentially associated lot number: h12c14092. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.